Event description:
International affiliate reports the patient was to undergo revision surgery and after examining x-rays, the surgeon saw that a set screw had completely come away from one of the monoaxial screws of the spinal construct. Revision surgery was performed and it was found that a set screw had completely unscrewed and come away from the monoaxial screw. Note: this medwatch report is being filed late. The affiliate account manager reports that there was a delay in obtaining the devices from the hospital's sterile services department. The account manager has been informed and reminded that complaints must be submitted within 48 hours of becoming aware of the event.

Manufacturer narrative:
(B)(4). No conclusions can be made. Examination of the returned set screw found its threads were intact and undamaged. Functional examination found the set screw assembled to the concomitant device monoaxial screw and rod without issue. Review of the device history record found no discrepancies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.